Manufacturer narrative:
Philips service bypassed the hard disk and recreated the image store. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image acquisition failed due to hard disk box malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.